Event description:
Clinical study. Same pt as MDR # 6000093-2005-00518. It was further reported that 63 days following a coronary artery drug eluting stenting procedure the pt experienced target vessel reintervention (tvr). Target lesion 1 was a 2.5mm 99% stenosed severely calcified bifurcated portion of the proximal left anterior descending (prox lad) artery. The target lesion was predilated and a taxus express2 otw 8.8% 2.5x24 drug eluting stent was placed. A dissection occurred in the 1st diagonal artery side branch and was treated with a bare metal stent. Post dilation of the target lesion and the side branch was performed with a kissing balloon technique. Sixty three days after the index procedure the pt underwent a coronary artery bypass graft of the prox lad artery. In the opinion of the dr the relationship of the tvr to the taxus express2 otw 8.8% stent is unk. The pt was discharged from the hosp five days after treatment of the tvr.